Event description:
Indication: other common variable immunodeficiencies; patient reported that she was not able to infuse hizentra due to spring on pump broke: pharmacy shipped new pump to patient on 04/15/2020 and pump is available for return (return box was also sent to patient), but pump's serial number was not reported; patient missed dose due to being unable to infuse, but no adverse event reported due to missed dose; patient stated she has enough medication from previous shipments and just needs the new pump. Reported to (B)(6) by pt/caregiver.